Event description:
A consumer reports that following intraocular lens (iol) impant surgery in 2004, they are bothered by a crescent-shaped dark shadow in their right temporal visual field. The consumer also stated they have seen the dark shadow since the first week following implant surgery and they also notice a flash of light when they are in front of a mirror and looking up. Additional information was provided by the implanting surgeon. The pt reported to the surgeon that they saw the shadow every morning, but it 'lessens as the day goes on'.